Manufacturer narrative:
(B)(4).. The following additional device was also investigated since it is not known which device was involved in the reported event: rlt261212 lot number 13494681. A review of the manufacturing records for the devices verified the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis occlusion and claudication.

Event description:
On (B)(6) 2015 a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The left side was utilized as the ipsilateral side. Additionally a 9 x 59mm icast stent was placed in the left common iliac artery. Then a 16mm x 12mm x 7cm gore® excluder® iliac extender was placed up to the level of the hypogastric artery on the left side. The patient tolerated the procedure. On (B)(6) 2017 a CT showed the left internal iliac artery is chronically occluded and the stented portions of the left external iliac artery are also occluded. On (B)(6) 2017 the patient was evaluated along with the CT scan. She exhibited rest pain involving the left lower extremity. On (B)(6) 2017 the patient underwent a reintervention which included a left common femoral endarterectomy, profunda endarterectomy with patch angioplasty, and balloon angioplasty of the left external iliac artery using a 4mm x 150mm lutonix drug-coated balloon, followed by balloon angioplasty of the left common iliac artery with a 6mm x 150mm lutonix drug-coated balloon. A 10mm x 58mm lifestream stent was placed at the proximal left common iliac artery and two 9mm x 58mm lifestream stents were placed in the left common and external iliac arteries. An 8mm x 58mm lifestream stent was placed in the distal left external iliac artery. A 6mm x 50mm viabahn stent was placed in the most distal portion of the left external iliac artery. Balloon angioplasty of the left superficial femoral artery was done using a 6mm x 150 mm lutonix drug-coated balloon the patient tolerated the procedure and the claudication symptoms have resolved.